Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission, the patient received inappropriate atp and shock therapies due to atrial fibrillation with rapid ventricular response. Programming changes were recommended. No further information is available.